Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and motor test. No motor error alarms or displacement anomalies noted. The device was received with intermittent buttons due to corroded keypad traces, cracked case at display window corners, and minor scratched lcd window.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 7.5 mmol/l. No significant events leading to the alarm were observed. The customer stated that the up button would respond intermittently, and he did not receive a rewind prompt as he should have. The device may have passed through a magnetic field at the airport while traveling. Advised discontinuation of the insulin pump. Nothing further reported.